Event description:
It was reported that a non-dependent patient was experiencing pain in the device pocket. The pulse generator was explanted.

Event description:
New information noted that the patient was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) device evaluation anticipated, but not yet begun